Event description:
The report stated that during a laparoscopic colon procedure, the device jaws would not open after sealing. It was necessary to resection the tissue using scissors to remove the device. There was no bleeding or tissue damaged. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.